Event description:
The customer reported that their AED was flashing red and having speaker issues. The customer said that the AED is all garbled when turned on. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED was flashing red and having speaker issues. The customer said that the AED is all garbled when turned on. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.